Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced a seizure and was hospitalized. Multiple attempts were made to obtain additional information regarding the nature of the complaint, but no further information was available. The patient has since been discharged and continues to use therapy to find effective pain relief.